Manufacturer narrative:
Based on the available information the device has been discarded; therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: primary surgery was performed on (B)(6) 2023. Revision surgery was performed due to non-union on (B)(6) 2024. Due to a lack of confirmation by sales rep, the surgeon, and the distributor, a different instrument and implant were arrived than the one ordered by surgeon. The implant and instrumentation were re-arranged and the surgery was delayed 2 hours. The patient was post induction of anesthesia. This pi is for the revision surgery.

Event description:
As reported: primary surgery was performed on (B)(6) 2023. Revision surgery was performed due to non-union on (B)(6) 2024. Due to a lack of confirmation by sales rep, the surgeon, and the distributor, a different instrument and implant were arrived than the one ordered by surgeon. The implant and instrumentation were re-arranged and the surgery was delayed 2 hours. The patient was post induction of anesthesia. This pi is for the revision surgery.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation, and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.